Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that after a da vinci-assisted surgical procedure, when inspecting the instrument after use, during the cleaning and inspection process, a non-conformity was observed in the grip handle of the prograsp forceps. The prograsp forceps showed wear on the grip handle (cable). The instrument was removed from use due to the possibility of unintentional interaction between the tissue and the handle. This interaction may result in tissue damage that requires intervention such as physical pressure, cauterization or suturing. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.